Event description:
A patient reported encountering cartridge errors with their insulin pump, where the cartridge would fill but then generate an error message indicating it was a bad cartridge, necessitating replacement. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting assistance.